Event description:
It was reported that the procedure was to treat a lesion in the ramus artery with mild tortuosity and calcification. The 2.5 x 12 mm xience v stent delivery system (sds) was advanced for direct-stenting, without issue; however, the stent dislodged in the ulnar artery in the wrist. There was no resistance during advancement or removal. An attempt was made to snare the stent, but was unsuccessful. The target lesion was treated with an additional un-specified stent. On (B)(6) 2012, the stent was surgically removed from the anatomy with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): no pre-dilatation. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reportedly, no pre-dilatation was performed prior to advancing the sds. It should be noted that the electronic instructions for use states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this case, the lack of pre-dilatation does not appear to have directly caused or contributed to the reported stent dislodgement. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.